Manufacturer narrative:
Information comes from med watch - mw5109882.

Event description:
It was reported that the invasive blood pressure (ibp) alarm was silenced on it's own for the patient in bed 7.